Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. The cause for the failure was isolated to the u204 transceiver being out of tolerance on the distribution node pca. The root cause for the defective u204 could not be positively identified. There was no adverse event that resulted from the damaged belt.